Event description:
It was reported that the patient is experiencing an increase in seizure activity and that the device is not working. Clinic notes were received indicating that the patient experienced 5 seizures on (B)(6) 2015 (the first day of school) and had another seizure on (B)(6) 2015. Patient's caregiver mentioned that the vns is not working and the nurses at school had to reset it 7 times. The resetting is believed to be magnet swipes, which did not abort the seizures. An implant card was received stating that the patient underwent prophylactic generator replacement on (B)(6) 2015. The explanted generator is expected to be returned for analysis but has not been received to date. Attempts for additional relevant information were unsuccessful.

Event description:
In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications . Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
The explanted generator was received for analysis. Analysis is underway but has not been completed. Additional information was received that the patient's seizures were below pre-vns baseline. It was reported that the patient did not receive any benefit from vns therapy in regards to seizure control.